Manufacturer narrative:
Follow-up #1 date of submission 03/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 054 call service alarms, which are consistent with sleep alarms and can cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display screen appeared dim; the complaint of a blank display was not duplicated. A leak test was performed and failed due to a display lens leak and a crack in the battery compartment. Corrosion was visible on the battery cap and on an internal component on the printed circuit board.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the pump emitted an unknown call service alarm and the display screen went blank. The reporter allegedly went swimming with the pump earlier on the day of the occurrence, and water was visible in the battery compartment. The pump reportedly continued to make audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.